Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) levels rose to 22 mmol/l (396 mg/dl) while wearing the pod on the arm for longer than 48 hours. The patient delivered a large dose of insulin and the patient's bg levels dropped quickly. The patient went to the hospital and was diagnosed with hypoglycemic coma. The pod was removed at the hospital and the patient received treatment (specific treatment information not provided). The patient is no longer using the omnipod system at the moment and switched to insulin injections. The pod was discarded.